Event description:
Information received indicates the right head caster when engaged in brake still moves from side to side.

Manufacturer narrative:
The technician replaced the caster to repair the bed.